Manufacturer narrative:
(B)(4). The device is undergoing an evaluation but has not yet been completed.

Event description:
Consumer reported complaint for pen needle not aligning with compilable pen needle injector. Pharmacist is calling on behalf of the customer. Customer was not at the pharmacy at the time of the call on (B)(6) 2018. Pharmacist stated that the customer had four boxes of lantus solostar and that out of the four boxes, one box does not fit onto her pen needle. Lot # x56s7, manufacturer's expiration date of 07/01/2022.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report (B)(4). Returned pen needle evaluated with no defect found. Most likely underlying root cause: mlc -8- failure to follow instructions. Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for pen needle not aligning with compliable pen needle injector. Pharmacist is calling on behalf of the customer. Customer was not at the pharmacy at the time of the call on (B)(6) 2018. Pharmacist stated that the customer had four boxes of lantus solostar and that out of the four boxes, one box does not fit onto her pen needle. Lot # x56s7, manufacturer's expiration date of 07/01/2022.